Manufacturer narrative:
The inspection performed by arjo representative revealed that the involved maxi sky 440 ceiling lift did not pass the service tests. The process of gathering information is still ongoing. The results of the investigation will be provided to the follow-up report.

Manufacturer narrative:
The maxi sky 440 is a portable device that can be disconnected from one ceiling installation and connected to another one. The reacher accessory is used for facilitating this operation. It connects the lifting unit carabinier and the track trolley. The track trolley is the ceiling installation component to which the ceiling lift is connected and allows ceiling lift movement across the rail. In the reported case, the lifting unit was disconnected from the ceiling installation in a place where the reacher was attached to the track trolley. The track system (including trolley) and the reacher bar were not manufactured by arjo. The maxi sky 440 was sold to the facility by a third-party company. The facility staff was aware that they used incompatible ceiling lift, track and sling. Following instructions for use dedicated to maxi sky 440 ceiling lift (001.16000.33.en): "arjohuntleigh lifts are specifically designed for kwiktrack rail systems, arjohuneltigh slings and accessories." ¿warning: all trolleys are not compatible with all rail systems. Please contact your local arjohuntleigh agent to get more information.¿ ¿warning: make sure the trolley is compatible with the stoppers and rail system.¿ the inspection performed by the arjo representative after the event revealed that the involved maxi sky 440 ceiling lift did not pass the service tests (it was damaged as a consequence of fall). Following results of the inspection performed, it was recommended to the facility representative to discontinue to use the ceiling lift and track system. In summary, the ceiling lift detached from the track trolley and from that perspective, the device did not perform as intended. The device was being used at the time of the event and played a role in the reported incident. The complaint decided to be reportable due to the maxi sky 440 detachment during patient transfer. The patient sustained serious injury (multiple fractures).

Event description:
It was reported to arjo that during the patient's transfer from the chair to the bed, the ceiling lift detached from the track and fell with the patient to the floor. As a consequence, the patient sustained fractures and was admitted to the hospital.the event occurred during transfer of the patient using arjo device maxi sky 440 ceiling lift. The track system and sling were not manufactured by arjo.

Manufacturer narrative:
The process of gathering information is ongoing. The results of the evaluation will be provided upon conclusions of the investigation.